Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she has been experiencing high blood glucose due to bent cannulas. The customer stated that the serter seems to be releasing properly and she stands up when inserting the infusion set but it takes 2 or 3 tries to get it right. Customer stated that when she gets a bent cannula her blood glucose goes over 400 mg/dl and she had to treat with manual injection. The customer reported that on (B)(6) 2015 she took 10 insulin units through manual injection and caused her blood glucose to drop to 24 mg/dl. The ambulance was called and she was taken to the hospital. The issue started on (B)(6) and she saw her doctor on (B)(6) when he made changes to the settings to manage the highs. Proper instructions for site and set insertion were reviewed and the customer was advised to contact the doctor to discuss other site options and infusion set types.